Manufacturer narrative:
Submit date: 05/25/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that after flushing the set with water, it disconnects at the part of the pump bearing, even when clamped. No injury reported.

Manufacturer narrative:
A device history record was not performed; no lot number was provided or available. A sample was requested on (B)(6) 2016. No sample or picture was provided for evaluation. The possible root cause could be due to stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue. This complaint will be used for tracking and trending purposes. Additional information was requested on (B)(6) 2016 with no response.